Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unsure of the amount of insulin the cartridge was filled with but believes it was around 200 units. The customer's blood glucose level was approximately 150 mg/dl. The customer declined to reload the cartridge and will continue to monitor the insulin gauge.